Event description:
It was reported that total knee arthroplasty was performed. Surgeon had a hard time to insert an articular surface in tibia plate. So, he pressed the articular surface to the tibia plate. At the same time, the tibial plate, which was fixed with cement, moved with the patient tibia bone. And the tibia cement fixation loosened. A second tibia was used to complete the procedure.

Manufacturer narrative:
(B)(4). Report source: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs. 42522400411 articular surface fixed bearing posterior stabilized rt 11mm lo# 65011545 MDR: 3007963827-2022-00237.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the returned product identified signs of use with some damages on the distal surface and bone cement like debris on the augment holes. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Medical records were not provided. The complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.